Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that a low battery condition was identified during self-test, approximately 9 months prior to the rescue attempt, and that the warning indicators were functioning properly during this period. However, the low battery pack was not replaced and the device remained in service. For the rescue attempt on (B)(6) 2011, two shocks were aborted due to the low battery condition. There was a failure to service/maintain the device according to manufacturer recommendations.

Event description:
On (B)(6) 2011, it was reported that during a rescue attempt, a device was used and a service message was reported. A second defibrillator was applied to the patient and 1 shock was reported to have been delivered. The patient was resuscitated.